Event description:
The reporter states back to back readings on her father's meter of 592 mg/dl and 92 mg/dl on the meter operated by nurses, and a second back to back comparison of 320 mg/dl on his meter and 110 mg/dl on the facilities meter. The reporter states no adverse event as the nurses do not believe the high results from his meter. No treatment due to the reported values on the customer's meter. Return requested and repalcement was sent.